Event description:
The customer reported via phone call that the insulin pump alarmed button error, which was not resolved by a battery change. The customer stated that the insulin pump may have been exposed to sweat, as she had strapped the device to her body. The customer did not know the blood glucose reading at the time of the alarm, but her most recent blood glucose was 120 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked belt clip slot and cracked battery tube threads.